Manufacturer narrative:
Device evaluation summary device evaluation of battery (B)(4) is underway. The reported problem (unable to charge) was confirmed. Upon investigation, the battery was able to power a monitor, but was unable to charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery (B)(4) and reported that the battery was unable to charge.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. Per the battery supplier, glue was found on the battery connector contacts, resulting in intermittent contact between the battery connector and a monitor or battery charger. The root cause for the glue on the connector was a manufacturing error. This battery was not used by a patient. Device evaluation summary: device evaluation of battery sn (B)(4) is underway. The reported problem (unable to charge) was confirmed. Upon investigation, the battery was able to power a monitor, but was unable to charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery sn (B)(4) and reported that the battery was unable to charge.